Event description:
The complainant reported the physician was performing a therapeutic procedure on a pt suffering with cancer of the gall bladder. After encountering a problem with a first, second and third jagwire (please reference medwatch report numbers 6000123-2004-00088, 6000123-2004-00089, and 6000123-2004-00090), the dr obtained a fourth jagwire. The physician attempted to access a stricture contained in the mid common bile duct (cbd), but when he passed this fourth jagwire through the ultratome, he found that the pt's anatomy was tortuous, and significant resistance was encountered. When the jagwire hit the stricture, partial breakage at the tip of the guidewire occurred, but the tip was not fully detached from the device and the physician was able to remove the jagwire as a whole unit from the pt. The physician then obtained another device to continue the pt procedure, and the physician was able to successfully complete the procedure with the fifth jagwire that was obtained. The complainant indicated that there was no adverse affect to the pt as a result of the reported malfunction.